Event description:
Procedure type: knee replacement. According to the reporter: there are 5 cases, where the involved pts have shown infection in the site of the incision and dehiscence of the suture post-operatively. No other info is available at this time.

Manufacturer narrative:
(B)(4). This follow up MDR for remedial correction 2919069-8/6/07-004-c is submitted late. Concomitant medical products: cell-dyn sapphire hemoglobin syringe. List # 8h49-02. The customer complaint was unassigned from remedial correction 2919069-8/6/07-004-c in error. Upon further review, the customer complaint is associated with remedial correction 2919069-8/6/07-004-c, as an unknown lot of suspect device was in use at the customer facility. The cell-dyn sapphire hemoglobin syringe, list number 8h49-02, was manufactured on 30 april 2007 and was identified by the vendor to have been manufactured with insufficient or inconsistent amount of silicone lubricant applied to the tip of the syringe plunger. The affected syringes with a package date of 08 may 2007 through 25 june 2007, caused the cell-dyn sapphire analyzer to generate an error message upon installation of the syringe or shortly thereafter. The cell-dyn sapphire hemoglobin syringe was distributed for the cell-dyn sapphire analyzer only and did not impact other cell-dyn analyzers. The issue was resolved when a new cell-dyn sapphire hemoglobin syringe, list 8h49-04, was manufactured by a new vendor and released for distribution on 10 february 2009.

Event description:
The customer contacted abbott regarding hemoglobin syringe "fail to home" error messages generated from the cell-dyn sapphire hematology analyzer. The customer's issue was resolved when the customer changed the syringe. The customer was sent a replacement syringe for the faulty syringe. The customer reported there was no impact to pt management.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.